Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was not successfully implanted due to unknown cause. This device was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture additional information. Updated b5 event description. This does not meet reportable criteria.

Event description:
It was reported that this implantable pacemaker was not successfully implanted due to the device was dropped on the floor by the lab staff. This device was never in service and was retained by the hospital. No adverse patient effects were reported.